Manufacturer narrative:
(B)(4). Boston scientific received information that during a normal patient follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red warning screen on the programmer but there was no alert code associated with it. Boston scientific technical services (ts) was contacted and the ts consultant told the field representative to print out the summary report. A da alert was noted on the printout. It was discussed that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported.